Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell out of a customer's pocket and became shattered and screen would not turn on after hitting a pool table and a wall. Additionally, the customer reported a low blood glucose (bg) level of 45 mg/dl; the cause was unknown. The customer consumed carbohydrates in order to address low bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and one of the alleged issues was verified (touchscreen shattered) and a different issue was identified (malfunction 7-0x207f).